Event description:
The initial reporter received questionable elecsys ft4 assay results for two patients tested on a cobas e 801 analytical unit. The initial ft4 results were not reported outside the laboratory. The customer performed repeat testing with the samples. The dates of initial testing were on (B)(6) 2022 and (B)(6) 2022. It is unknown which date each sample was tested. Sample a had an initial ft4 result of >100 pmol/l. The patient's repeat ft4 result was 13.6 pmol/l. Sample b had an initial ft4 result of >100 pmol/l. The patient's repeat ft4 result was 14.7 pmol/l. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer changed the sample probe. The customer repeated 140 samples with ft4 orders and the issue has not recurred. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.